Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead has oversensing and pacing inhibition on the rv channel when the patient inhales and exhales. An xray was taken and the lead seemed to be in a good position. It is believed that there was noise due to diaphragmatic stimulation.